Event description:
The user facility reported an employee splashed revital-ox resert into their eye. Steris was not made aware of any employee injury or irritation in association to the reported event. No procedural delays or cancellations were reported.

Manufacturer narrative:
The employee subject of the reported event rinsed and irrigated the affected eye with water. The revital-ox resert hld states, "if in eyes: rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. If eye irritation persists: get medical attention." According to the safety data sheet, "personal protective equipment: avoid all unnecessary exposure. [Ppe] should be selected based upon the conditions under which this product is handled or used. Protective clothing. Gloves. Protective goggles." Steris made several attempts to contact the user facility and obtain additional information regarding their employee's status, however, additional information was not provided.